Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. During the analysis it was identified that part of the touchscreen was unresponsive. The cause for the anomaly is associated with a defective display. Once the display was replaced, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician handheld was not working correctly. The screen was not responding to stylus taps. Hard resets were attempted but did not resolve the issue. The screen was cleaned to rule out dirt/debris as the cause of the issue. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.